Manufacturer narrative:
Exact date unknown, event occurred for a couple of years.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the ipg was replaced and was discarded by the medical facility. The patient was doing well postoperatively.